Event description:
It was reported that there was an event with a r11278vsuek video ureteroscope. According to the information received, both cystoscopes and ureteroscope were used in this case. Cystoscopy was being performed. Per the site, they stated that there wasn't anything unusual noted during the case. Case was completed without any issue. There was no malfunction of the device during the case. Patient developed an infection within a 48-hour period and had to go back to the hospital for treatment. Patient subsequently passed on (B)(6) due to complications from the infection.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information /investigation results become available, supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4).